Event description:
A solo smart, size 25, was implanted on (B)(6) 2017. On (B)(6) 2019, the valve was explanted due to calcification and replaced with a mechanical valve. The patient outcome was good following the re-operation.

Manufacturer narrative:
The device was returned to the manufacturer on 03 oct 2019. Only a leaflet and a portion of pericardium in correspondence of a cusp were returned. Both the pericardium portions were covered by pannus and organic deposition. The returned portion of the device underwent a visual, x-ray and morpho-histological analysis. The results confirmed the presence of intrinsic calcifications inside the returned leaflet. Thick fibrous pannus was identified. The pericardium was slightly thicker than normal because of large intrinsic calcifications. The collagen bundles were disrupted, defibrated and homogenate. Pericardial folds were detected. Bacteria were not detected with the gram stain. Based on the information available and investigation performed, it is not possible to draw a definitive root cause for the reported event. The leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this solo valve. However, little clinical history was provided and this cannot be ultimately confirmed.

Manufacturer narrative:
Based on the limited information available, it is not possible to establish the root cause of the reported event. However, based on the documents review, no manufacturing nor quality deficiencies were identified with the solo smart valve. Structural valve deterioration is listed among the possible adverse events in the solo IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.